Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery was not holding charge. Customer's blood glucose was 112 mg/dl. Customer was unable to provide specific information regarding the battery issue.